Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. A causality statement was not provided. Follow-up information supplied by the nurse. On an unreported date in 2011, a break in aseptic technique occurred. The event of bacterial peritonitis with culture (B)(6) for (B)(6) was ongoing but improved. It was not reported if the event of break in aseptic technique had resolved. It was unknown if dianeal therapy was ongoing. The nurse stated the event of bacterial peritonitis with culture (B)(6) for (B)(6) was resolving. A causality statement was not provided for the event of break in aseptic technique.